Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's external unit began to spark when plugging in the unit. Reportedly, the patient was not harmed by the sparks and reported that the unit had been damaged prior to the incident. Issue was resolved by replacing the unit.